Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery if the damage impacted the power circuit. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 08/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: during investigation, the battery compartment was found to be cracked. There was moisture observed under the display lens. A leak test failed due to a battery compartment leak. The pump was opened and there was moisture damage found on all components. Unrelated to the original complaint, the bolus button cover was found to be torn in the center. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.